Event description:
The hospital reported an error that results in intermittent loss of mechanical ventilation during a case. The unit was replaced and case completed. There was no patient injury.

Manufacturer narrative:
The customer declined ge service. No repair information available. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).